Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A 33mm boston scientific equalizer balloon was used to balloon the contralateral leg component. As the physician was removing the balloon and the 12 fr sheath, the pt's blood pressure bottomed out. A retrograde angiogram was shot and it revealed contrast distal to the contralateral leg component. The left common iliac had torn. The pt went into cardiac arrest. A fluency stent was placed to cover the lesion, which was unsuccessful. Another angiogram was shot, and it revealed a continued leak. The physician decided to convert the pt to open surgery. The left common iliac artery was repaired with sutures and the pt was closed up. The pt tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the mfg was not able to be conducted as lot/serial numbers were unavailable for this device.